Event description:
It was reported that a patient's right atrial (ra) lead was not capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) (B)(6) 2013; 503258 implantable pacing lead (B)(6) 1997.